Event description:
It was reported that the patient had a shocking or jolting sensation around the chest and neck area as well as the device pocket. The manufacturer's representative was meeting with the patient on the day of the report to determine the course of action. No diagnostic testing or troubleshooting were performed at the time three days later, it was reported that the system was interrogated but nothing was wrong and no cause of incident was determined. It was noted that all impedance checks were normal. The sensation the patient had the prior day was described as a ¿shock¿ at the incision point of the generator placement and the ¿shock¿ went "a little bit" down her arm. It was noted that it only lasted a second or so and the patient had not had any sensation since then. When asked if it felt like pulling, the patient indicated it could be described that way. It was also noted that after the ¿shock¿, the patient checked her battery and the device was turned off. The device had reportedly been on since april and the patient had never turned it off. However, the clinician programmer showed on the device usage page that the battery was never turned on. The reporter indicated that the patient¿s device was working well and she had little to no tremor. The patient claimed that it had changed her life and she was very pleased despite the small complication. The patient was scheduled for an appointment in 3 months.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va05qgb, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).